Event description:
It was reported that during monarch bronchoscopy procedure patient experienced pneumothorax. Lesion in the lingula 1.7 x 9 cm. Lesion was peripheral. Chest tube was placed, the patient was hospitalized, and released on (B)(6) 2022. The case was completed and the physician did not attribute the event to the monarch specifically. Other instruments used in this case were the arcpoint needle, olympus cytology brush, olympus micro brush, and olympus endojaw disposable biopsy forceps.

Manufacturer narrative:
The root cause of the reported event is related to a known inherent risk of the device and procedure as documented in the labeling. No corrective action is required at this time. During the investigation of this returned device, a visual inspection found no external damage of the device or its return packaging. The ability of the device to latch was tested on multiple test fixtures as well as an in-house monarch system on both instrument device manipulators (idm). Structural dimensional verification confirmed all measurements to be within specification. Bench testing was performed on the returned device to verify electrical functionality of the camera, light emitting diode (led), and electromagnetic sensors (em). The result of the tests found the device to be within specifications. The device was then loaded to an in-house system and driven through a lung model. The device functioned as expected. Based on the results from the examination, the monarch bronchoscope used on the monarch platform has met specifications and there were no issues found with the monarch bronchoscope. Risk document number: 105-000198-01, rev. E, monarch bronch risk management report.